Event description:
Procedure type: nissen. According to the reporter: a small piece of the orange converter tab broke off into the pt's cavity. The small piece was retrieved. The cause continued with the original trocar. No delay in or time. No bleeding or pt injury reported. Pediatric case.

Manufacturer narrative:
Date initial report sent: 05/07/2009